Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 66 mg/dl, 363 mg/dl, and 69 mg/dl. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.